Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a set screw issue. The right ventricular (rv) lead exhibited a warning for high impedance, noise, oversensing of v-v intervals and high thresholds. The lead was removed from the device, reinserted and screwed back into place. The ipg and rv lead were subsequently explanted. No patient complications have been reported as a result of this event.